Manufacturer narrative:
The talar dome, talar stem, poly insert and tibial tray were returned for evaluation. Overall, the poly insert did not show any gross deformation. The talar dome and talar stem were returned still seated together. Visual examination of all the devices showed a few heavier scratches/dings, which are consistent with removal during the revision surgery. Visual examination the porous surface of the talar dome and tibial tray does exhibit a few areas of apparent bone attachment. Finally, examination of the talar dome and tibial tray found that some of the plasma spray is missing. The device history record was reviewed and indicates that this product was manufactured to specification and met all inspection/acceptance criteria.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the patient underwent a total ankle replacement. Sometime post-op the patient was scheduled for an ankle revision. Surgeon was planning on replacing the talar. The surgeon removed talar component and noticed the peeling of the plasma coating. They removed the tibial component and it was the same peeling.